Event description:
It was reported that during a preventive maintenance of a da vinci si system, intuitive surgical, inc. Representative or the technical field specialist (tfs) replaced the patient side manipulator (psm) arm due to the arm failing the slow sweep test on axis-2. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigation was not able to replicate the field reported issue; the arm passed the slow sweep test. The axis-2 brake, brake hub, brake gear, and axis-2 gear were replaced as a precaution for the reported problem and as part of the upgrade. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the slow sweep test during preventive maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.